Event description:
Drive devilbiss healthcare received notice from a provider regarding an incident involving a mechanical wheelchair, a product imported and distributed by drive devilbiss healthcare. The enduser received moderate cuts and scratches to his ankles from using the wheelchair. Enduser occasionally uses his feet to ambulate. Enduser went to the hospital to make sure ankle was not infected. This report is based on information provided by the provider and the enduser.